Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site and evaluated the system. It was discovered that the collimator screws required a mechanical adjustment. Upon adjustment, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion case, the imaging system displayed an error. After a 10 minute delay, site decided to continue without use of the imaging system. Using a normal x-ray, the procedure was completed with no adverse impact on patient outcome.